Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via a 6fr sheath, after a diagnostic procedure. Reportedly, when attempting to open the foot plate of the proglide device, the foot plate would not open and became stuck in the patient anatomy. When robustly attempting to remove the proglide device, the plastic body of the device was broken from the metal arm. A cut down was completed to assist in removal of the proglide device and remove all broken pieces from the patient's anatomy. The artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported guide separation was confirmed. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.